Event description:
It was reported that the clinician was unable to interrogate the device and were unable to get a magnet response. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.